Event description:
An obituary search yielded information that the patient passed away on (B)(6) 2013. The patient's neurologist did not know the cause of death and as unable to provide any additional relevant information. Per the funeral home, the patient's death was due to natural cause and that the patient passed away in the veteran's home. If the patient's vns was explanted, it would have been provided to family or discarded. The patient's death certificate could not be obtained as the manufacturer was is not eligible to request a certified copy. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.